Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was used during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cannula over the needle of the delivery device bent when the physician attempted to deploy the device into the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.